Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced hyperglycemia and the insulin pump was under delivering. The customer¿s blood glucose level was 25.0 mmol/l at the time of incident and was treated using the insulin pump. The customer reported that the lip ring around the reservoir compartment had broken and some insulin had spilled into the reservoir compartment. The reservoir compartment was smelling of insulin. The customer stated that the reservoir was able to lock in place when inserted into the insulin pump. The customer was using the insulin pump system within 48 hours of reported high blood glucose event. The customer alleged that the insulin pump was under delivering as because there was some insulin that leaked in the reservoir compartment. During set change, the customer noticed that the cannula was bent. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will not be returned for analysis.